Event description:
It was reported that this right ventricular lead dislodged shortly after implant as noted through an x-ray. It was noted that the patient experienced muscle stimulation. Brady pacing was deactivated and subsequently a lead revision was performed, this lead remains in service. No additional adverse patient effects.

Manufacturer narrative:
This report contains corrections to fields: b5: describe event.

Event description:
It was reported that this right ventricular lead dislodged shortly after implant as noted through an x-ray. It was noted that the patient experienced muscle stimulation. Brady pacing was deactivated and subsequently a lead revision was performed to reposition this lead to the right atrium, and this lead remains in service. No additional adverse patient effects.